Manufacturer narrative:
(B)(4). Failure to follow steps/instructions (incorrect sheath size). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. The 9.0 x 39 mm omnilink elite stent delivery system (sds) met resistance during advancement within the non-abbott 6f introducer sheath and became stuck. The sds and the introducer sheath were removed from the anatomy as one unit. Another introducer sheath and omnilink elite sds were used to complete the procedure successfully. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty with the introducer sheath was confirmed as the sds was returned stuck in the sheath and unable to be removed. The investigation was unable to determine conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.